Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer declined troubleshooting for high blood glucose. Customer also stated that insulin pump received insulin pump error alarm. Customer was able to clear the alarm also able to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that insulin pump passed the displacement test. The device will not be returned for analysis.